Manufacturer narrative:
PMA 510k cannot be determined; device is unknown. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01920, 1038671-2024-01917. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, infection, and femoral loosening or due to the polyethylene packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 5 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene line exchange and lysis of adhesions secondary to arthrofibrosis. Patient experiences pain and discomfort. No further issues or complications were reported. No additional information is available.